Manufacturer narrative:
Medrad service performed a system check on the injector and no issues were found that could have contributed to the reported event. The site continued to use the injector after the service check with no further issues reported. The site did not retain the disposables that were in-use during the reported event; therefore, they were not available for evaluation. The site was also unable to provide the lot number of the syringe kit that was in-use. Additional applications training was offered to the site; however, the site declined the offer.

Event description:
The site reported the following: during a cerebral run-off study, an air injection of approx 3-4cc's allegedly occurred. The pt required intubation and was sent to the intensive care unit. The pt was later discharged from the intensive care unit and was reportedly recovering from the event.